Event description:
Procedure: "vascular". Reportedly, the device was applied to the pulmonary vein and the dr then transected the vessel. However, there were no staples applied when the device was fired. There was an unspecified amount of bleeding from the vein which was corrected by suturing the tissue.